Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned guide wire. The reported break on the guide wire was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that 2 additional balance middleweight universal ii guide wires were used in the procedure and were noted to have kinked tips. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery and a mid right coronary artery. A hi-torque balance middleweight guide wire (gw) was advanced to the lesion without issue. Once removed it was noted as having unraveled in the mid-segment of the gw. There was no resistance noted during advancement or withdrawal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.